Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. Sample 1 initial elecsys ferritin initial result was 3.09 ng/ml. The repeat result was 107 ng/ml and was believed to be correct. The patient was redrawn, and the result from the new sample was 108 ng/ml. Sample 2 initial elecsys hcg stat result was <1 miu/ml with a data flag. The repeat result was 23536 miu/ml and was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The ferritin reagent lot number was 79250501 with an expiration date of 30-sep-2025. The hcg reagent lot number was 821075 with an expiration date of 31-jan-2026. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the analyzer and suspected a sample issue. He ran quality control with results within range. Due to the limited information provided, the investigation was unable to determine a specific root cause. The event was consistent wth a pre-analytical handling issue. Correct pre-analytic sample handling is within the customer's responsibility. There was no product problem identified.